Event description:
It was reported that the patient experienced a syncopal episode. High capture thresholds were noted with the patient's leadless pacemaker resulting in loss of capture. The patient's device was reprogrammed resolving the capture loss. The patient was found to be acidotic at the time and the physician suspected this to be the cause of the increased capture thresholds. The patient condition was stable.